Manufacturer narrative:
(D10) concomitant device(s): (B)(6) - biolox delta femoral head 36mm od, +3.5mm: 6878823. (B)(6) - wedge plasma x/o sz 8: 5706241.

Event description:
Approximately 28 day(s) post-operative of a left tha, the patient presented with infection. The patient underwent I&d of left hip wound superficial infection and fluoroscopy-guided aspiration of left hip joint under regional anesthesia. Through afore mentioned surgery, medication, and additional hospitalization; this event is considered resolved. The devices remain implanted, and the clinical report indicates that the event is definitely not related to the device(s) and possibly related to the procedure. Unable to attribute infection to a specific device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.